Event description:
It was reported that, "surgeon prepared femoral canal by reaming up to a 10.5mm cylindrical reamer in order to implant an 11x127 plasma stem. Prior to implantation, surgeon measured stem through a stem hole gauge. The 11x127 stem easily passed through the 11mm hole (which allowed little or no purchase in the femoral canal). Surgeon then cylindrically reamed up to 12.5mm and asked for a 13x127 plasma stem. The 13mm plasma stem allowed for much greater purchase in the femoral canal (passed through 13.5 hole in gauge and did not pass through 13mm hole)."